Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records and visual examination of device. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. One m2a-38 cup non flared sz 54mm was returned and evaluated. Upon visual inspection the returned cup still had the head seized inside and was not able to be removed. Bio-debris was still on the outside both devices. Received information does not alter previous investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-173661 m2a 38 mm mod hd - 3 mm nk lot# 356200. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 03842.

Event description:
It was reported that patient underwent a revision procedure approximately 12 years post-implantation due to metallosis, elevated ion levels, and pain. Post operative diagnosis noted soft tissue damage. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: item# 11-103203 taperloc por lat fmrl 9x137 lot# 669290. Reported event was confirmed by review of op notes and lab results which indicated metallosis staining of the scarred capsule and rotators, synovectomy and debridement of large amount of scar anterior to the femoral head and neck; also debrided some scar inferiorly. Blood work prior to revision surgery per complaint document: 13/3ng/ml chromium and 29.9ng/ml cobalt. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.